Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for the reported rbcs entering the platelet product during automatic pas addition. The trima system is designed to monitor for an rbc spillover at the rbc detector throughout automatic pas addition to the platelet product. To do this, the system takes a baseline reading at the rbc detector just prior to adding pas to the platelet product bag then monitors for changes from this baseline. Analysis showed that changes from the baseline did not occur during this procedure and therefore, the system did not notify the operator of the rbcs in the line. It is possible, though not conclusive, the platelet and/or plasma channel line clamps may not have been fully occluding the channel lines allowing fluid from the channel containing rbcs and/or wbcs to be pulled up into the platelet product bags. It¿s also possible, though not conclusive, the cassette may not have been fully cleaned during the pas priming phase due to inadequate pas fluid connection, causing the rbc contents within the cassette to enter the platelet product bags. Possible causes for inadequate pas fluid connection include, but are not limited to: an incorrectly primed filter on the pas line, the bag frangible not broken correctly, or the yellow clamp on the pas line not opened fully. The system verifications for adequate clamp closure and pas connection passed without errors, however, some events may elude the detection capability of the system.

Manufacturer narrative:
This report is being filed to provide additional information in e.1. And e.3. After the multiple attempts the customer did not provide an exact job title for the reporter. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the reported rbcs entering the platelet product during automatic pas addition. The trima system is designed to monitor for an rbc spillover at the rbc detector throughout automatic pas addition to the platelet product. To do this, the system takes a baseline reading at the rbc detector just prior to adding pas to the platelet product bag then monitors for changes from this baseline. Analysis showed that changes from the baseline did not occur during this procedure and therefore, the system did not notify the operator of the rbcs in the line. It is possible, though not conclusive, the platelet and/or plasma channel line clamps may not have been fully occluding the channel lines allowing fluid from the channel containing rbcs and/or wbcs to be pulled up into the platelet product bags. It¿s also possible, though not conclusive, the cassette may not have been fully cleaned during the pas priming phase due to inadequate pas fluid connection, causing the rbc contents within the cassette to enter the platelet product bags. Possible causes for inadequate pas fluid connection include, but are not limited to: an incorrectly primed filter on the pas line, the bag frangible not broken correctly, or the yellow clamp on the pas line not opened fully. The system verifications for adequate clamp closure and pas connection passed without errors, however, some events may elude the detection capability of the system. A photograph was sumbitted in lieu of the disposable to aid in the investigation. Analysis of the photo confirms red cell contamination in the platelet bag. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.